Manufacturer narrative:
(B)(4).

Event description:
It was further reported that it was thought that the occlusion might have occurred by hard calcium moving and blocking blood flow as the system was removed.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device became stuck on the guide wire and the vessel became occluded. The superficial femoral artery(sfa) had focal lesions - 65% stenosis and was a minimally tortuous vessel. A jetstream xc atherectomy catheter was selected over a .014 thruway wire for an atherectomy procedure. Upon removal of the device over the wire, the device became stuck on the wire. Both devices were removed from the patient as one unit. Upon removal, the physician shot contrast and "realized the sfa was not visible." The proximal sfa became occluded as the unit was removed. The physician attempted to get through the vessel again however, was unsuccessful after two or more hours of trying. The patient required bypass surgery and the patient's status was reported as "okay."